Event description:
The surgical assistant was using the bipolar device to take the left saphenous vein graft during a coronary artery bypass grafting. The tip of the bipolar device broke off in the pt and became lodged in the patient's leg. The tip was retrieved by the surgical assistant.